Manufacturer narrative:
Correction to the emdr initial MDR in block(s) f10 and h6 patient and impact codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, the patient experienced vascular damage. After the groin access obtained, the physician was preparing the device for transseptal puncture and it was noted that the patient blood pressure dropped which was treated medically. The transseptal puncture with an nrg transeptal needle was performed in one attempt. The patient experienced ectopy near the mitral valve and blood pressure dropped again and was medically treated. The procedure was continued and the watchman device was successfully implanted. It was noted that the patient's groin was bleeding at the access site. Manual pressure was applied, and the patient was moved to another cath lab in order for the physician to evaluate if there was any vascular damage. The patient's blood pressure continued to drop and abdominal girth was increasing. The patient received blood products and an abdominal computed tomography angiogram (cta) was requested. The patient was then sent to surgery to have an exploratory laparotomy. During surgery the proximal inferior vena cava, the proximal right renal vein, the caval confluence and right proximal common iliac vein were all repaired. The patient was admitted to the intensive care unit to remain under observation post surgery. The patient was doing fine post-surgery but remained hospitalized. The current status of the patient is unknown. The device is not expected to be returned for analysis. In the physician opinion, the device did contribute to the patient complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, the patient experienced vascular damage. After the groin access obtained, the physician was preparing the device for transseptal puncture and it was noted that the patient blood pressure dropped which was treated medically. The transseptal puncture with an nrg transeptal needle was performed in one attempt. The patient experienced ectopy near the mitral valve and blood pressure dropped again and was medically treated. The procedure was continued and the watchman device was successfully implanted. It was noted that the patient's groin was bleeding at the access site. Manual pressure was applied, and the patient was moved to another cath lab in order for the physician to evaluate if there was any vascular damage. The patient's blood pressure continued to drop and abdominal girth was increasing. The patient received blood products and an abdominal computed tomography angiogram (cta) was requested. The patient was then sent to surgery to have an exploratory laparotomy. During surgery the proximal inferior vena cava, the proximal right renal vein, the caval confluence and right proximal common iliac vein were all repaired. The patient was admitted to the intensive care unit to remain under observation post surgery. The patient was doing fine post-surgery but remained hospitalized. The current status of the patient is unknown. The device is not expected to be returned for analysis. In the physician opinion, the device did contribute to the patient complication.